Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was oversensing the minute ventilation (mv) signal. High out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms were observed on the rv channel. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient continued to have issues with oversensing and noise which led to the delivery of inappropriate antitachycardia pacing. Loss of capture was also observed on the rv channel. The physician suspected the rv lead was fractured. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was oversensing the minute ventilation (mv) signal. High out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms were observed on the rv channel. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient continued to have issues with oversensing and noise which led to the delivery of inappropriate antitachycardia pacing. Loss of capture was also observed on the rv channel. The physician suspected the rv lead was fractured. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. The lead was returned severed approximately 64 millimeters (mm) from the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 30 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported oversensing and high impedance measurements observed in the field.

Manufacturer narrative:
The lead remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead was oversensing the minute ventilation (mv) signal. High out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms were observed on the rv channel. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.